Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the physician contacted technical services (ts) as this cardiac resynchronization therapy defibrillator (crt-d) exhibited prior high capture thresholds and intermittent low pacing impedance measurements on the left ventricular (lv) channel prior to a planned lead extraction. Technical services (ts) noted the lv lead was a non-boston scientific product and provided programming recommendations. The lv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the planned revision procedure.